Event description:
It was reported that during use, the screen froze and ventilation stopped with an audible and visual alarm. No injury reported.

Manufacturer narrative:
The electronic device log file could not be provided for investigation as it could not be downloaded. During on-site service activity the pcb responsible for the monitor control panel (mobi) was replaced and was made available for investigation. The board was installed in a laboratory device. The performed self-tests and also a long-term test did not reveal any deviations from specification. During the test the pcb was mechanically stressed but it was not possible to provoke any kind of failure. Finally, the root cause for the reported symptom could not be determined. Nevertheless, the problem reportedly was solved after replacement of the pcb mobi. The failure was obvious for the user as reportedly the screen froze and additionally an audible and visual alarm was posted. In any case it is possible to switch off the device by using the independent power switch. Manual ventilation in man/spont-mode and switched off-state remains possible.

Event description:
It was reported that during use, the screen froze and ventilation stopped with an audible and visual alarm. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.